Event description:
It was reported that the non preloaded intraocular lens (iol) was exchanged with zlu150, 20.5 diopter, in a secondary procedure. No other information is available.

Manufacturer narrative:
Section a2, a3, a3b, a4 and a5: unknown/ asked but not available. Section b3: date of event: unknown, section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section e1:surgeon's email address and phone number: unknown/ asked but not available. Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.